Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2013-07330. It was reported that a guide wire tip detachment occurred. The more than 90% target lesion was located in the heavily calcified and moderately tortuous left anterior descending artery. An unspecified rotawire floppy guide wire and an unspecified rotalink burr were advanced to treat the target lesion. Multiple ablations were performed and rotablation was successful. When removing the rotawire, it was noted that the tip fractured in the distal left anterior descending artery. After consulting with other physicians, it was determined that retrieval of the tip was not indicated. It was further noted that the physician "felt it was likely related to the technique rather than equipment failure." The intervention procedure was continued with good results noted. There were no further patient complications reported and the patient's status is stable.